Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the manufacturer visually inspected the device and evidence of sound and abatement foam degradation/breakdown was observed in the device. In addition to above findings, the third-party service center found one side of the blower box had some of the abatement foam missing. Black particles on the bottom enclosure and on the rear panel were consistent with degraded sound abatement foam. The blower box had pieces of degraded sound abatement foam laying inside of it. Presence of sound abatement degradation was confirmed using fitt (foam integrity test tool). Unknown brown and black contamination at the air inlet of the blower box. Also, unknown white dust like contamination was on the top of the blower motor and the blower motor seal. There are also potential mineral deposit spots on the bottom of the blower motor and blower box indicating potential liquid ingress. Confirmed presence of multiple contaminate that are not consistent with degraded sound abatement foam in the secondary findings and were most likely rom external source. In this report, section h - evaluation method, evaluation results and conclusion code has been updated.